Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found and the device failed a test step during testing. The device's oxygen blending module board kit was replaced to address the issue.